Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family was reported via phone call that they experienced low blood glucose level as well as high blood glucose level were 42 mg/dl and 394 mg/dl. Customer's blood glucose level was 50 mg/dl at the time of incident and current blood glucose was 66 md/dl. The customer did not provide details regarding symptoms of their low blood glucose and high blood glucose episodes. Customer was treated with juice and granola bars. Customer did allege pump was over delivering. Customer advised to check for protruded, loose, customer report sticking out or flush drive support cap and the drive support cap appears normal. The customer was assisted with troubleshooting and declined for low blood glucose. Product will not be returned for analysis.